Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report. Additional info from volunteer report: (B)(4), stryker, total hip replacement - hipstar, lot #: gcj01.

Event description:
Implanted: hipstar size 5 with 127 degree stem femoral component, trident 54mm diameter f solid back acetabular shell and a 10 degree polyethylene insert, acetabular shell 36mm, femoral ball 36 mm, plus 5mm metal femoral head, with a 33 mm neck length with a 127 degree neck. Appropriate care and follow-up by physicians. (B)(6) 2009 further loosening of lateral distal tip of stem noted. Revision of left hip performed for loose stem.